Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, insertion tube and bending section cover crack were noted. In addition, plastic distal end cover crack, deep dent, and scratches were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that evis exera iii colonovideoscope has a failed leak test near the video connector. The event occurred during reprocessing. During a standard service inspection of the customer returned device, insertion tube crack was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.